Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The device alert system functioned as intended. The patient failed to follow product labeling to resolve the error.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for ketoacidosis while using the infusion device. The infusion device displayed an e-6 message which caused the patient to have high blood glucose. It is unknown on what type of treatment the patient received. It is unknown on how long the patient was in the hospital. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.